Event description:
According to the reporter: the client reports that after being reloaded with a second sulu, the instrument could not be opened after stapling. A laparotomy and additional tissue resection was performed, due to this problem.

Manufacturer narrative:
(B) (4)